Event description:
Customer called to report, she had a pod alarm. The customer stated that she activated the pod earlier that morning and by 9:30 a.m. Her blood glucose (bg) was high (over 500 mg/dl). She changed the pod and started a new one successfully. No further information is available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.